Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis one system. Before starting an emergency procedure, the customer checked the system and found the examination room monitor had no image. The scheduled patient was transferred to another hospital to complete the procedure. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation showed that the cause of the error is due to the hardware quality of the digital port (dp) transceiver, which connects the image pc and ER monitor. Accordingly, a solution is ongoing for development. A correction will be initiated in 2020. The correction will include replacement of the dp transceiver hardware. The facility that reported the issue has had the dp transceiver replaced and the system is operating according to specifications.